Event description:
It was reported that during an imaging procedure, the catheter used was caught at the stent edge. The tip of the catheter was separated and 15mm of the tip was left in the pt's body. The tip was retrieved from the pt without surgery, as the physician retrieved it with a snare and the pt complications were listed as "no serious injury."

Manufacturer narrative:
The device in question has been returned to boston scientific for technical analysis, however, the investigation on the product has not been completed as of yet. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. When the device is evaluated and further significant info is found, a supplemental report will follow.